Event description:
Information was received, from a healthcare provider (hcp) via a company representative. Regarding a patient receiving an unknown medication via an implanted pump. It was reported, that the physician said, that the patient developed an infection around the pump. And pump segment of the catheter. It was unknown, if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was noted to be, ¿they sent out for a culture¿. The physician elected to explant the pump and catheter. The issue was noted, to be resolved. And it was indicated, that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 05-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.